Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited np capture, unstable amplitude and thresholds and sensing failure after the tether was cut. Fluoroscopy did not show any floating of the device, indicating that the fixation had not changed. Troubleshooting was done which showed that capture was not observed at lower rates around 90 but was achieved at rates above one hundred with a high threshold. At rates above one hundred and twenty the threshold was stable but with discrepancies with each measurement. Sensing failures also occurred intermittently. It was concluded that the current device could not be reliably used and it was reprogrammed vvi 70. However, after a failed attempt at a second device and due to prolonged procedure time multiple measurements were conducted. Upon recognizing stable results, the decision was made to continue the placement and the leadless ipg was implanted with unstable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.